Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6)2025. On approximately (B)(6)/2025, the patient experienced a skin reaction with inflammation, and scar, at the needle puncture site. The reaction was treated with a prescription of unspecified oral antibiotics and an unspecified cream. The patient stated he was prescribed the treatment to prevent ¿it would spread to my whole arm". No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.